Manufacturer narrative:
E1: initial reporter details are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the devices were worn. The handles did not crimp or hold the head anymore, inserter had dull threads, extractor was worn, head inserter was not locking, driver had a set screw that was not holding, adapter was not locking, and reducer was not locking. There was no patient involved in this event.